Manufacturer narrative:
(B)(4).

Event description:
A patient underwent evar on (B)(6) 2013. The physician placed a zenith flex main body stent graft and three zenith iliac leg stent grafts with spiral-z technology. Since the implantation, the patient has had itching. The physician thinks the patient seems to be allergic to one of the materials the stents are made of. If it is determined that the patient is allergic to one of the materials, it is expected that the grafts will be explanted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.